Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Customer¿s reported problem "device is double beeping" was verified by functional testing. The cause was faulty downstream sensor. Replaced downstream sensor to correct the issue. Legacy device passed all functional tests after the repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a double beeping. Per reporter, this product fault occurred during testing. The device issue was not related to physical damage/abuse. There was no patient involvement and no patient harm/adverse event reported.